Manufacturer narrative:
Carefusion file identification number: (B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4) the suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their sipap ventilator lcd screen went blank; the ventilator continued to function properly but nothing could be seen on the screen. The unit was not in use on a patient when the problem was found. There were no reports of harm associated with the event received by carefusion.